Event description:
It was reported that patient underwent total hip arthroplasty procedure utilizing an acetabular cup inserter on (B)(6) 2011. During the procedure, the locking mechanism on the inserter came apart while the surgeon was impacting the acetabular cup. The acetabular cup had been successfully impacted into place and the surgery was completed with no injury to the patient or significant delay to the procedure.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the associated package insert that state that this type of event can occur: "intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage....biomet recommends that all instruments be regularly inspected for wear and disfigurement." Evaluation of the returned device found evidence of wear on most surfaces. The lock body has wear grooves, possibly from contact with the rear gear shaft. The evaluation of fracture surface confirmed a fracture occurred due to fatigue. The user facility was notified of the event on (B)(6) 2011. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.